Event description:
It was reported that the patient received an inappropriate shock due to rv oversensing. High rv lead impedance was also observed. It is believed that the lead was fractured. The lead was removed and replaced. No patient complications were reported as a result of this incident.

Manufacturer narrative:
Evaluation summary: proximal conductor fractured; proximal segment returned for analysis.